Manufacturer narrative:
G2: this event occurred in south korea, see section e. H3, h6: the system was serviced in the field. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that it looked like the patient image slice was missing. Troubleshooting was performed. When the local representative (rep)  visited the customer site, customer, they tried to import the patient images, but it was good. However, "last month" some patient images looked like some slices were missing. The process that customer used to export and import images had no problem. There was no patient involvement.